Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. The photograph was evaluated, and a proper evaluation could not be performed from the evidence in the photograph provided. The defect cannot be confirmed due to insufficient evidence supporting the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during therapy b braun IV tubing disconnected while a patient was waiting in pre-op for their procedure. The patient stated they did not stretch or reach for anything to aid in its disconnection. The patient was not harmed, but it happened while they were resting in the pre-op bed prior to their procedure. Fortunately, they utilized the call-light to get our attention about a "wet sensation," which was blood coming from the tubing due to it being disconnected.